Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 8.7 mmol/l (mobile system 1) and 3.0 mmol/l or 4.0 mmol/l (mobile system 2). The customer had unspecified hypoglycemic symptoms at the time of the results. The customer's mother gave her "some" glucose tablets and a biscuit. The customer fully recovered and felt fine afterwards. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 1. (B)(6).